Event description:
It was reported that the patient's insertable cardiac monitor exhibited under-sensing. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the patient presented remotely via merlin.net. The patient¿s insertable cardiac monitor exhibited intermittent sensing and under-sensing. Programming changes were implemented.

Manufacturer narrative:
Correction: the correct medical device problem code should have been ¿under-sensing¿ only, rather than both ¿under-sensing¿ and ¿sensing intermittently.¿